Manufacturer narrative:
(B)(4). The returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. The handle felt disconnected from the most distal section of the device, due to the separation between yoke and control wire and the clip could not be opened. Microscope examination was performed, and it was found that the clip wings were inside of the capsule windows, indicating that the first activation had been performed. It was also observed that the bushing had hits on its hooks, the clip arms were misaligned, and the capsule tabs were damaged, indicating excessive force applied on the device, during the procedure. The clip was disassembled for further analysis, and no other visible failures were observed. Dimensional examination was performed on the bushing outside diameter, and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and side b were out of specification. Additionally, x-ray analysis was performed, and it was confirmed that the yoke was detached from the control wire. No other issues with the device were noted. According to this evidence, it is possible that during the procedure, the customer pulled back the handle and as a result of the bushing out of specification, the capsule move down getting over the bushing, and this condition contributed to the yoke detaching from the control wire and consequently the impossibility to open the clip arms. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestines during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the polyp was removed and the clip was used to clip the wound. The clip entered inside the intestines; however, the control wire of the advancing handle was detached and the clip could not be opened. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the bushing had hits on its hooks and out of specification; therefore, this is now an MDR reportable event.